Manufacturer narrative:
Terumo evaluated the actual device and the complaint was confirmed. The sample did not have sufficient bonding. The filter was set up in a circuit to perform use testing, and a leak occurred when aire was introduced into the circuit. A leak path can form when the connection is not pushed up all the way on the af02 filter port, not completely bonded, and not tie-banded. The specification has been revised to add a tie-band to the filter ports. The complaint will be included in associate awareness training. The device history record did not indicate any production related problems. All available info has been placed on file in quality management for appropriate tracking, trending, and f/u. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, during prime, the "arterial filter was not bonded. Air entered circuit. Delayed surgery for 5-10 min." The product was changed out (to prevent injury/harm), there was no blood loss, and surgery was completed successfully. The event delayed surgery for about 10 mins. There was no observed pt harm.